Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this patient regularly uses an electrocautery machine on his patient's, during which time this causes his device to inhibited pacing sometimes leading to syncopal episodes.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device was explanted over four years later for normal battery depletion and returned for analysis.